Event description:
It was reported that the microcatheter had been placed within the basilar tip aneurysm using the jailing technique. As the stent delivery system (subject device) was being advanced, the microcatheter moved forward resulting in a rupture of the aneurysm. Protamine administered to reverse the heparin and five coils were implanted into the aneurysm to stop the extravasation. The patient had a ventriculostomy. The patient died, cause and date are unknown.

Manufacturer narrative:
Conclusion: other for anticipated procedural complication. A device history record review confirmed that the device met all material, assembly and performance specifications. The device was not available for evaluation. From the information provided there is no indication that there was any device nonconformance or misuse that contributed to the reported event. Aneurysm rupture and the patient outcome of death are known and anticipated complications to these types of procedures and are listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported that the microcatheter had been placed within the basilar tip aneurysm using the jailing technique. As the stent delivery system (subject device) was being advanced, the microcatheter moved forward resulting in a rupture of the aneurysm. Protamine administered to reverse the heparin and five coils were implanted into the aneurysm to stop the extravasation. The patient had a ventriculostomy. The patient died, cause and date are unknown.